Event description:
It was reported that a malfunction alarm occurred with pump, indicated by malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer planned to use multiple daily injections (mdi) as a backup therapy while technical support arranged for a pump replacement.